Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00096, 97, 99, 100, 101, 102, 103: test 1, 2, 4, 5, 6, 7, 8 of 8).

Event description:
User reported 8 false positive results. Negative pcr and rapid. Asymptomatic. This is report 3 of 8.

Event description:
User reported 8 false positive results. Negative pcr and rapid. Asymptomatic. This is report 3 of 8.